Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller reported that the patient's ins has been turned off for six months, the device is not working, the remote does not connect to the ins and charging has not been working for the patient. The caller also had a note written by the patient to the physician that indicated the stimulation has not been on for quite some time. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.